Event description:
On 04/18/2025, an arthrex subsidiary employee reported via email that an ar-2372blo knotless ac tightrope open repair implant button flipped when the product passed through the clavicle. The case was completed with another ar-2372blo knotless ac tightrope open repair implant. This was discovered during an ac repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.